Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was possibility that this phenomenon was attributed to inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing in instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that there was foreign material around forceps elevator at distal end of the subject device.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.